Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges "doctor in (B)(6) hospital found the cuff leakage prior to use on patient during test." No patient involvement was reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the cuff pressure of the clear cuff deflated rapidly whereas the blue cuff pressure maintained at 25 mbar. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from the clear cuff but not from the blue cuff. The area of leakage was then observed under magnification. A cut mark was observed on the clear cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. There is 100% leak test conducted at the manufacturing facility whereby cuff leakage would be detected prior to release. A root cause for the cut mark on the cuff could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges "doctor in (B)(6) found the cuff leakage prior to use on patient during test." No patient involvement was reported.